Event description:
It was reported that an attempt was made to use a 3.50 x 30 mm endeavor resolute rx drug eluting stent to treat a diffusely calcified lesion in the lm and mid lcx. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a balloon at 8 atm. The device could not cross the lesion due to strong resistance. No excessive force used. The physician tried several times but the device could not cross the lesion. The physician then completed the procedure by implanting a 3.0 x 18 mm resolute in the lm and a 3.5 x 18 mm resolute in the lcx. No patient complications are reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared indicating it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 13th, 14th, 15th, 18th and 19th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation) . Patient's condition affected effectiveness of device (diffusely calcified lesion). Deformation issue (stent). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (diffusely calcified lesion). (B)(4).